Manufacturer narrative:
Additional narrative: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure fracture dislocation t12, whilst torquing the sfx a3 cross connector during final tightening of the posterior construct the torque driver distal tip burred. The burred torque driver was replaced with the second one on the set. Delay to procedure 2 minutes. No ae to patient. . This case is not being reported by the customer, but jjm employee. All available information has been provided as part of this report; no further information will be forthcoming. Product discarded = no return to manufacturer unless local engineering assessment indicates return is required.